Event description:
On july 29th 2017, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (contour next ez). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first began on (B)(6) 2017, 7:00pm. When the patient obtained alleged glucose results of 250 mg/dl on the subject meter compared to 176 mg/dl on the other meter performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (self-adjuster) and took an unspecified dose of insulin based on the blood glucose result she obtained. The reporter detailed that around 1 hour later the patient developed the symptoms of ¿sweats and lethargy¿. The reporter stated that at a little after 8:00pm on (B)(6) 2017 the patient self-treated with some food/drink (regular soda) in response to these symptoms. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The correct testing steps were carried out, the test strips were stored correctly, within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.